Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed an infection. The patient was hospitalized and the device was removed. There have been no reports of further complications regarding this event.